Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that following lead connection to the implantable neurostimulator (ins) during an implant procedure, impedance measurements of greater than 40,000 ohms were observed with the clinician programmer for both ins ports. The ins was replaced, which resolved the issue. The patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. A known good model lead was connected to the ins. The electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with a clinician programmer. Normal impedances were observed on every electrode pair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.